Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and while hospitalized it was discovered the patient's bowel ruptured. The cause of the peritonitis and bowel rupture was unknown. The patient's catheter was removed and the patient was treated with unspecified antibiotics. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. The root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.